Event description:
Review of the case information reported a doctor had reported two incidents, on two freestyle mini meters and involving two pts. Issue 1 the pt was not feeling very well at this time. A test was performed using the freesyle meter and a reading of approx 70mg/dl was obtained. The pt had convultions approx fifteen minutes later. The pt's family members performed another test, which the brand is unknown and a reading of 20mg/dl was obtained. The pt was taken to the emergency department.